Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The unknown balance middleweight (bmw) guide wire referenced is being filed under a separate medwatch report number. Evaluation summary: the device was returned for analysis. The reported difficult to remove was confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Additionally, the interaction with the guide wire and subsequent difficulties (difficult to remove) caused the additional identified damage to the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. An unspecified balance middleweight (bmw) guide wire was advanced to the lesion and a 3.25 x 12 mm xience alpine stent delivery system (sds) was used. However, the sds failed to cross the lesion and the shaft became broken (kinked). The shaft was still on the guide wire. It is unknown at this time if any other device crossed the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. An unknown balance middle weight (bmw) guide wire was returned frozen in the xience alpine sds. Follow-up with the site was performed; however, no additional information was provided.